Manufacturer narrative:
The customer reported a ring artifact in head images. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse evaluated the system and replaced the ps2 power supply and hard drive kit, however this did not resolve the artifact issue. The fse performed a visual inspection of the system and found a crack in the compensator half field section of the a-plane collimator. The a-plane collimator was replaced to resolve the issue. Calibrations were completed successfully and the system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.